Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 292 mg/dl during a full supply change, after which insulin delivery was resumed without alarms or malfunctions, and later blood glucose decreased and stabilized at 150 mg/dl; the infusion set was teflon. Symptoms included hyperglycemia. Outcomes included no hospitalization and stabilization of blood glucose following troubleshooting and education. Investigation included troubleshooting with the user and monitoring of blood glucose trends. Investigation of this case revealed no device alarms, no observed device malfunction, and successful continuation of insulin delivery after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.